Event description:
This is an ongoing issue. The dexcom g6 sensors regularly fail before the advertised life of the product, and regularly report blood glucose readings with differences greater than 50 units, sometimes as high as 150 units, compared to my finger-stick onetouch verio iq blood glucose meter. This creates serious complications in my ability to care for my type 1 diabetes and has caused me to push my blood sugar in to dangerously low ranges, since the sensor was mis-reporting my blood glucose levels. I am an experienced user and always follow the recommended best practices as published by the company. They advertise that no finger-sticks or calibration is required with this generation of sensor, but with these extreme anomalies I don't think it is safe to allow them to continue to advertise this way. I believe they have very poor quality control practices with their manufacturing and I request that the FDA investigate their quality control practices, review their rate of replacements for failures, and enforce a higher standard of quality control.